Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation because the medical surveillance specialist (mss) was unable to contact the patient by phone. The patient said a reading of 228 was obtained on the subject meter at an unspecified time in 2008. She said, she was taking insulin without dosage adjustment at the time of the issue. Information was not provided regarding the patient's specific insulin regimen. It is not known whether she took insulin after testing with the subject meter. The time period between the alleged product issue and the patient losing consciousness is unknown. The patient claimed she was in a "diabetic coma" for 18 hours and ems was called. A reading of 22 was reportedly obtained on the emergency services meter. The patient claimed she did receive treatment, but she was unsure of the specific treatment she received. The cca documented that the patient followed correct testing technique. The patient's products were replaced. This complaint is reported because the patient alleges that she lost consciousness and result of 22 was obtained on an ems meter after the patient obtained an inaccurately high reading of 286 on the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.